Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited right atrial (ra) loss of capture along with acute intermittent spikes in impedance measurements and increased pacing thresholds. The pacing outputs had been increased to 5 volts and the patient was sent for an x-ray. The patient is to be re-evaluated in one month. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to correct the previous information: additional information received reported that during the surgical revision, the physician found that the right atrial (ra) lead was dislodged from the device header. The lead was inserted in the header, was retested and found to be functioning normally. The lead and device therefore had remained in service with no further reported issues. No additional adverse patient effects were reported.